Manufacturer narrative:
(B)(4). One used burette set, without packaging, was received for evaluation. The drip chamber of the burette assembly was noted to be slightly squeezed/collapsed. In an attempt to replicate the reported event, the returned set was spiked and primed according to the instructions for use (IFU). The set primed successfully and the floating disk (automatic shut-off valve) functioned as intended. There was no air observed within the tubing line. An attempt was then made to re-float the disk (aspirate), and there were no air bubbles observed to enter the line during this simulation. Furthermore, the set was subjected to occlusion and air pressure (leakage) testing according to specification with acceptable results. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met requirements according to specification, and the reported failure could not be reproduced. Per the instructions for use (IFU) for the reported product catalog number: "for use after activation of shutoff valve (re-floating of disk) - refill burette to the desired volume. Pinch tubing just below drip chamber, or clamp off. Squeeze drip chamber of IV set once or twice (as required) to re-float the shutoff disk. Verify that the disk has floated to the top of fluid to be administered. Caution: do not squeeze drip chamber without filling burette chamber with fluid; otherwise suction created in drip chamber may cause disk to stick fast." No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Without the lot number, a batch record review could not be performed. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the drip chamber develops a vacuum and the butestrol cannot be refilled as the safety valve gets sucked down. Air then enters the line if someone attempts to aspirate from the line when there is not much fluid left. Once air is in the line it cannot be cleared. The automatic shut-off valve does not seem to prevent significant amounts of air from entering the line, although the line will eventually stop dripping.